Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a breast reconstruction primary with a mentor memoryshape breast implant 390cc and suffered from contraction of both implants , weight gain, dimpling, swelling of both breast, both implants became more round and smaller, mild darkening of implant, scar tissue around implant. The patient experienced bilateral capsular contracture baker grade ii on the right side and baker grade iii on the left side and local reaction. As a result, the patient had undergone removal and replacement with unspecified mentor breast implant on (B)(6) 2020. This medwatch is for the left breast implant.

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient was diagnosed with capsular contracture baker grade ii on right and iii on left and left rupture. The date of removal was (B)(6) 2020. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).